Manufacturer narrative:
A review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an artificial right thighbone replacement procedure on (B)(6) 2014 and suture was used subcutaneously. After the operation, the patient experienced 7 to 8 cms wide area of inflammation on the right buttock. The patient was prescribed a topical cream. The patient¿s eosinophil level increased after the operation and the physician opined that it may be related to an allergen reaction. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch he2188, batch he2672, batch hg2598, batch hh2153.